Event description:
"Ntaneous "case was reported by a lawyer and describes the occurrence of pelvic pain ("severe/ permanent pain") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (major surgery). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe/ permanent pain") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (major surgery). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe/ permanent pain/physical pain') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), hypersensitivity ("allergy"), psychological trauma ("psych injury"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (major surgery). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, hypersensitivity, bladder disorder and urinary tract disorder had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, bladder disorder, genital haemorrhage, hypersensitivity, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: plaintiff has suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 5-sep-2019: reporter details updated and patient demographics and laboratory data were added. On (B)(6) 2010, she implanted essure (previously reported as (B)(6) 2006). On (B)(6) 2018, she explanted essure. Injury event was updated to abdominal pain, general abnormal bleed, allergy, psych injury, bladder/urinary problems. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe/ permanent pain/physical pain') in an adult female patient who had essure (ess205) inserted. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (major surgery). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: plaintiff has suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: summons received: essure insertion date and lab data were added. Essure model updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe/ permanent pain/physical pain/ pelvic pain') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection and ectopic pregnancy. Concurrent conditions included dysuria, abdominal pain, painful intercourse, uterine fibroid, dental abscess and pelvic adhesions. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2010 to (B)(6) 2010, nsaids from (B)(6) 2010 to (B)(6) 2018 and paracetamol (acetaminophen) from (B)(6) 2010 to (B)(6) 2018. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("psychological or psychiatric problems condition:"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), hypersensitivity ("allergy"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (major surgery). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, abdominal pain, hypersensitivity, bladder disorder and urinary tract disorder had resolved and the depression, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff has suffered physical pain and emotional anguish because of the essure device. Discrepant information received regarding essure confirmation test, in earlier summons hsg reported and as per current pfs plaintiff didn't undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal bleeding most recent follow-up information incorporated above includes: on 10-oct-2019: pfs+mr received. New events: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: anxiety were added. Psych trauma was updated to psychological or psychiatric problems condition: depression. New reporters and plaintiffs information added. Concomitant conditions and drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe/ permanent pain/physical pain/ pelvic pain') in an adult female patient who had essure (batch no. 725762) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection and ectopic pregnancy. Concurrent conditions included dysuria, abdominal pain, painful intercourse, uterine fibroid, dental abscess and pelvic adhesions. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2010 to (B)(6) 2010, nsaids from (B)(6) 2010 to (B)(6) 2018 and paracetamol (acetaminophen) from (B)(6) 2010 to (B)(6) 2018. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("psychological or psychiatric problems condition:"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleed"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (major surgery). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, hypersensitivity, bladder disorder and urinary tract disorder had resolved and the depression, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff has suffered physical pain and emotional anguish because of the essure device. Discrepant information received regarding essure confirmation test, in earlier summons hsg reported and as per current pfs plaintiff didn't undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal bleeding". Lot number: 725762 manufacturing date: 2010-03, expiration date: 2013-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe/ permanent pain/physical pain/ pelvic pain') in an adult female patient who had essure (batch no. 725762) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection and ectopic pregnancy. Concurrent conditions included dysuria, abdominal pain, painful intercourse, uterine fibroid, dental abscess and pelvic adhesions. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) from april 2010 to november 2010, nsaids from august 2010 to december 2018 and paracetamol (acetaminophen) from august 2010 to december 2018. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("psychological or psychiatric problems condition:"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleed"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (major surgery). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, hypersensitivity, bladder disorder and urinary tract disorder had resolved and the depression, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff has suffered physical pain and emotional anguish because of the essure device. Discrepant information received regarding essure confirmation test, in earlier summons hsg reported and as per current pfs plaintiff didn't undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal bleeding". Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff information form received. Essure lot number was added. Event ¿ pelvic pain¿ outcome was updated to recovered/resolved. Previously reported event" genital bleeding " seriousness criterion was updated to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.